Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the distal clevis to be broken. The clevis ear on the side opposite the conductor wire was found to be broken with a piece approximately .265 inches by .200 inches in size missing. Engineering concluded that the damage was likely caused by overloading at the instrument tip. Per the director of perioperative services at (B)(6) the surgeon felt there was more risk in searching for the instrument fragment during the procedure due to the patient's additional time under anesthesia. The patient was made aware of the retained fragment during a post op visit and there are currently no plans to retrieve the fragment.

Event description:
It was reported that during a da vinci si lung wedge resection procedure while using the permanent cautery spatula instrument, a small piece of the instrument's insulation broke off into the patient. The surgeon attempted to remove the instrument fragment for approximately 30 minutes but was unsuccessful. No patient injury, harm or adverse event was reported.